Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non recoverable system error). A functional check showed that the mixing pump had failed. Per follow up information received via phone on (B)(6) 2021 biomed stated that there was no patient involvement, issue was found during preventative maintenance. Biomed stated that the arctic sun device was sent to the depot for repairs.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non recoverable system error). A functional check showed that the mixing pump had failed. Per follow up information received via phone on 01dec2021, biomed stated that there was no patient involvement, issue was found during preventative maintenance. Biomed stated that the arctic sun device was sent to the depot for repairs.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device history record review was not required as the reported event was unconfirmed. A labelling review is not required as the reported event was unconfirmed. Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.